Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. Obtaining the device may have further aided the analysis. The investigation was unable to determine a conclusive cause for the reported inflation issue and leak on the hub. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a vessel lesion located in the superficial femoral artery (sfa). Resistance was not felt during the advancement of a 5.0 x 150 mm armada 35 balloon dilatation catheter (bdc) to the lesion for pre-dilatation and it crossed successfully; however, the balloon would not completely expand when inflated to the nominal pressure. A leak was observed from the hub. The armada was removed and a new 3 x 120 mm armada was used to complete the procedure. There were no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.